Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture as confirmed through chest x-ray. It was also noted that this lead exhibited high out of range impedance measurements. This lead was successfully replaced. No additional adverse patient effects were reported.